Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead and device displayed a sudden high out of range shock impedance measurement. Other measurements were normal. No noise was observed. A memory download was performed and provided to technical services. Ts reviewed the memory download. The out of range shock impedance was intermittently out of range until recently. It was recommended further lead integrity testing and/or a commanded low energy shock be performed. No adverse patient effects were reported.

Manufacturer narrative:
When additional information becomes available, this event will be updated.